Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer's cursor/arrow was jumping away from the stylus position on the display in the upper right area from the screen. This was due to a defective stylus controller board. It was also noted that the kickstand assembly was loose. The rubber cover from the rear of the radiofrequency head was loose. Errors were identified in the software history log. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.